Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but omsc got following additional information on the evaluation of the scope by olympus service operation repair center in thailand: a leak from the a-lubber was confirmed. A part of the a-rubber was broken and peeled off. The exact cause of the reported phenomenon could not be conclusively determined. However, it is likely caused due to chemical stress, deterioration over time or inappropriate environment such as in direct sunlight, under high temperature or high humidity.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that there is a gap in adhesive area between plastic cover and distal end. There was no report of patient injury associated with the event.